Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff noticed that the fenestrated bipolar forceps instrument had an exposed wire that seemed to be torn apart. There were no missing or fallen pieces reported. The planned surgical procedure was completed using a back-up instrument and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of an exposed wire. The instrument was found to have a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing of the instrument passed. Engineering evaluation also found scratches on the surface of the distal pulley. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.